Event description:
It was reported by the clinician that the external pulse generator (epg) was in for normal preventative maintenance (pm) and it was discovered that the ventricular-side output connector was broken. Technical support (ts) provided part numbers for the output connector and the o-ring. It was suggested that the generator be tested after repair. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.